Manufacturer narrative:
Product analysis :reduction set screws fully engage in sample reduction 5.5/6.0 mas head, the implants not cross threaded. Visual and microscopic inspection identified one-sided flank damage identified, no damage noted to opposite flank or crest identified. The observations are consistent with overloading of the implant, which could occur during incomplete seating of the rod into the mas saddles during final tightening.

Manufacturer narrative:
(B)(6) (B)(4). Quantity of product ((B)(4)) with lot number (0375123w) were used, but it is unknown which product caused the event. This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent 2 stage surgeries including olif (on unknown date) and posterior fixation surgery at levels th10-s2 for degenerative kyphosis. During the posterior surgery, burrs came off from the plural number of screws despite they were not cross-threaded. The surgeon tried to replace to new one many times. But it did not work so it was used reluctantly for the surgery. The surgeon commented that the screws were not even cross-thread but many burrs came off from setscrews. He also commented implant might have problems. The surgical time was extended for less than 15mins due to the incident. The screws were used in the patient. No patient complications were reported as a result of this event. The event occurred during posterior fusion after olif at l3/5 was conducted. The surgeon used multi axial reduction screws at all levels between th10/s1 and while he was tightening set screws, he found the burrs (5mm long and whisker-like) at the site where he did compression and even at the cite he didn't do compression. The surgeon replaced four set screws (levels unknown) but still burrs were seen at many places, so he continued the fixation without replacing and irrigated and completed the surgery. He commented that fragments might be remaining in the patient even after irrigation.